Event description:
Caller reports a lancet protrudes past the opening of the safe-t-pro device. An accidental fingerstick occurred, but no treatment was received. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.